Manufacturer narrative:
Evaluation summary: the cfb flexible tube (soft part) was buckled, and the lcb was almost completely damaged in the soft part. However, the silicon tube for protection was not torn, and because the fibers were aligned, the illumination light was transmitted through the broken part. (Because there is a lot of loss, the amount of light will decrease) since the fiber breakage occurred directly under the root brace rubber of the insertion part, it is considered that the fiber was damaged because the user bent the root brace rubber too strongly. Correction information: h6: coding changed based on the investigation result.

Manufacturer narrative:
Pentax model eg16-k10 is classified as import for export, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "the image of the cardia of the stomach is abnormally dark. There is no problem with the esophagus" involving pentax model eg16-k10/serial (B)(4). The event was reported to have occurred during the procedure. Additional information from the user stated "dry water leakage test ok. The amount of light of the light guide under illumination is dark compared to other scopes. There is no brightness problem in the inspection with the same type substitute. There is no noise in the image". No further information was provided at the time of the report. The device is pending return to pentax.